Event description:
It was reported that the patient recently underwent extracorporeal shockwave lithotripsy. The patient's mother was wondering if this may be causing the patient's increase in seizures. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.